Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Unspecified microbes (7 cfu/endoscope). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for mesophilic bacillus sp. (1 cfu/endoscope) and coagulase-negative staphylococci (1 cfu/endoscope). The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to the information provided by the user facility, the device had been reprocessed with an olympus automated endoscope reprocessor model etd4 (not available in the USA), using peracetic acid. The device was evaluated at olympus france s.a.s. (Ofr). As a result of the evaluation, it was confirmed that the device was not damaged, and the device was returned to the user facility without repair. The exact cause of the reported event could not be conclusively determined. Based on the following investigation results, olympus medical systems corp. (Omsc) was unable to determine the relevance of the reported event to the device. -as a result of microbiological testing conducted after reprocessing by the user facility, the growth of bacteria (7 cfu/endoscope) was confirmed. However, the location where the sample was taken was unknown. -as a result of microbiological testing conducted after ofr properly reprocessed the device, growth of bacteria (2 cfu/endoscope) was observed from the rinse solution of the channel. However, the testing result cleared the french guideline. -no defects were found on the device that required repair. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.